Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation, dizziness and felt like they were going to pass out. It was noted that right ventricular (rv) lead had high thresholds. The patient did not have any arrhythmia recorded and their blood pressure was noted to be low. The patient¿s medications were increased and an event monitor was ordered for the patient as a result. There were no interventions taken for the high thresholds. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.